Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? How was the mesh placed? Onset time of incontinence and time from the initial procedure? Were the urinary problems occurred immediately after the initial surgery? What a type of incontinence occurred after the initial surgery? Urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or no change? It was reported that ¿the sling mesh loosens briefly after the operation date¿- please clarify if this was done as a revision surgery to address the urinary problems and incontinence or if that was the cause of the urinary problems and incontinence? What was the reason that the patient could not urinate in (B)(6) 2019? What is surgeon¿s opinion as to the etiology of or contributing factors to the reported events? Please explain re-operation findings ¿hole has emerged over the urethra¿? Does the surgeon believe the mesh caused/contributed to this event? If yes, please explain. Was there any deficiency or anomaly of the mesh? If yes, please describe it? Were urinary problems resolved after the re-operation? Why was the removed/cut piece of mesh sling sent to cultivation specifically for actinomycins/actinomycetes? What were the culture results? What is the patient's current status? Will the mesh be returned? Shipping date and tracking information?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. It was also reported that the patient experienced urinary problems after procedure an the sling mesh loosens briefly after the operation date. It was also reported that the patient was incontinent after surgery. On (B)(6) 2019, the patient can practically not pee and need to intermittent catheterization regime ric/rik 4-5 times daily. On (B)(6) 2019, a doctor loosen and cut the sling mesh vaginal area in both sides, and in same time a hole has emerged over the urethra. The hole was closed/sutured. The removed/cut piece of mesh sling were sent to cultivation for actinomycins/actinomycetes. Additional information has been requested.